Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was requested from the surgeon, but was not available at the time of this report. Hyphema, iop elevation, decreased vision, and pain are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that following cataract extraction with intraocular lens placement and istent placement in the right eye, a microhyphema developed. The case was completed; however, a progressive hyphema was detected postoperatively. The hyphema filled 1/3 to 1/2 of the anterior chamber. The patient was taken back to the or for a same day ac washout. The clot was reported thick and difficult to remove. On postoperative day one, the patient's intraocular pressure (iop) was high. The surgeon "broke the wound" and the pressure decreased. The patient was seen on postoperative day two with elevated iop and was put on combigan and azopt every two hours while awake and diamox. On postoperative day five the bleeding had stopped and the clot in the ac was regressing. Drops and medications were continued. At the one week postoperative visit the patient had decreased vision and reported a headache over the right eye. At the six week postoperative visit, it was reported that the hyphema had resolved and vision stabilized. The combigan was discontinued and patient was to continue with latanoprost. The surgeon felt that the iop increase and bcva loss were due to the hyphema. The event was reported as resolved.